Manufacturer narrative:
It was reported that the patient was experiencing premature power switching events. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files were not submitted for analysis. Failure analysis of the returned devices revealed that the batteries  passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a premature power switching event and were able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer is conducting an internal investigation on communication errors on controllers. The manufacturer is also investigating momentary disconnections between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the additional system component being reported for this event: battery - (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/ 1650de / manufacturing date: 11/10/2015 / expiration date: 11/30/2016 / UDI: (B)(4).

Event description:
It was reported from the site that the patient reported that the controller switches from power port 1 to 2 before batteries are down at 25 percent (%). Log files analysis identified two batteries with abnormal switching event. Port 1 and 2 of the controller were checked and connections were clean and worked normally. Batteries taken out of service and exchanged. No additional information available.